Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis with a blood glucose reading of 700 mg/dl. The customer thought he was having a heart attack, and was unable to breathe. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date, but the basal rates were incorrect. Assisted the customer with the correct programming. The customer was unable to conduct the prime or high pressure test at the time of the call. Nothing further was reported.